Event description:
The customer reported that the ventilator alarmed with blower temperature high failure occurrence. It 's unknown if the unit was in use on a patient, but there was no patient harm reported.